Manufacturer narrative:
E1: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for one day. No further information available.